Event description:
It was reported by the stryker field service rep that the customer alleged the zoom drive cuts out intermittently. There was no pt involvement or adverse consequences.

Manufacturer narrative:
Results: communication cable.